Manufacturer narrative:
Clinical review of the medical records did not reveal any allegation against any fresenius products. The peritoneal dialysis culture did not grow any organisms, only an elevated cell counts were noted on a culture drawn four days after admission. The peritonitis was unlikely related to use of fresenius products for peritoneal dialysis and likely related to patient technique.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a follow-up call a nurse reported the patient had been admitted for peritonitis. Treated with vancomycin 2g ip and discharged on (B)(6) 2016. Further doses vancomycin were received on (B)(6) 2016. The patient's nurse also reported that as of (B)(6) 2016 the event of peritonitis had resolved. The peritoneal dialysis catheter was scheduled to be removed on (B)(6) 2016.

Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was reviewed. According to the system no product was available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.